Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system, with a noted lowest blood glucose of 60 mg/dl and alerts indicating low glucose; caregivers reported potential overtreatment of highs before bedtime and subsequent overcorrection of lows, and an inaccurate freestyle libre 3 plus sensor reading was addressed by replacing the sensor. Symptoms included lightheadedness during a low glucose episode. Outcomes included successful correction with oral carbohydrates and non-medical assistance from caregivers, with no medical intervention and no hospitalization. Investigation included troubleshooting and education on sensor replacement, gentle correction strategies to avoid rebound hyperglycemia, and guidance to seek additional training for managing lows, including during sports. Investigation of this case revealed user-related glycemic management issues, including overcorrection behaviors and suspected overtreatment of highs, with sensor inaccuracy mitigated by sensor replacement and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.